Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During routine testing of the heart lung system, the associate reported the roller pump display did not display images as expected. There was no adverse consequence to a patient as a result of this event.